Manufacturer narrative:
The device was discarded by the manufacturer.

Event description:
It was reported that during testing conducted at the manufacturer facility the nose tip of the micro drill medium straight attachment was found to be separating from the nose housing. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.